Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, the patient experienced a cgm reading of 50 mg/dl. In response, the patient consumed eggs and a fruit cocktail. Despite this, the patient reported feeling dizzy, and the cgm reading did not improve. Emergency services were contacted. Upon arrival, paramedics performed a fingerstick test. At that time, the cgm reading was 60 mg/dl, while the blood glucose reading was higher at 380 mg/dl. No treatment was administered by the paramedics, but the patient was advised to seek hospital care. The paramedics departed, and the patient drove himself to the hospital. At the hospital, another fingerstick test was conducted. The cgm reading was 58 mg/dl, and the blood glucose reading was 270 mg/dl. The patient received insulin treatment, although he was unable to confirm the route of administration. He reported feeling tired and noted that his vision was ¿a little fuzzy.¿ the patient was discharged the same day. No documentation was available regarding further medical evaluation or intervention. At the time of this report, the patient is stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d and c zones of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.